Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the devices resulted to be defective. They caused a dissection of the mammary artery because of the consecutive application of clips which didn't close properly. Unknown how case was completed. There were no adverse consequences for the patient.